Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd 10ml syringe eccentric tip experienced a hole causing leakage. The following information was provided by the initial reporter: as I was drawing up an ampoule of fentanyl into a 10ml syringe I noticed the fluid leaking from the middle of the syringe. On inspection of the syringe there was a hole where the fentanyl was leaking from.

Event description:
It was reported that 3 of the bd 10ml syringe eccentric tip experienced a hole causing leakage. The following information was provided by the initial reporter: as I was drawing up an ampoule of fentanyl into a 10ml syringe I noticed the fluid leaking from the middle of the syringe. On inspection of the syringe there was a hole where the fentanyl was leaking from.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of barrel cracked & leakage other were confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review was conducted for lot number batch# 302146 (catalog 302146) was manufactured on syringe assembly. No similar defect found during in-process inspection and qa outgoing inspection.